Event description:
It was reported that when using the bd pyxis¿ es server, the customer asked if there was a way to make the print darker and reduce the brightness of the white background in the new server (version 1.7.4 upgrade). Customer stated that the current screen colors were not ada compliant and caused visual issues, migraines, and difficulty with reading, and noted this as a major oversight by the website programmers. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.